Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump had intermittent power for one month. The reporter confirmed that there was no damage to the pump battery compartment or cap and none of the yellow o-ring was visible. The reporter confirmed that the battery cap was replaced but had not resolved the issue. This report is made based on the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history verified that the pump rebooted on (B)(4) 2012. The battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The spring was found to be missing on the returned battery cap; a new test battery cap was found to tightly secure to the pump with no visible yellow o- ring. The pump was exercised for 24 hours with the test battery cap with no power issues noted. Unrelated to the complaint, the keypad was found to be torn around the contrast keypad button; all of the keypad buttons were found to be responding to button presses. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.